Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance was observed on the right ventricular lead following routine device replacement. The lead was capped and replaced during the procedure.